Event description:
It was reported that high lead impedance readings were obtained during a routine office visit. Good faith attempts to obtain additional information including cause for high lead impedance, x-rays, and if any interventions were taken have been unsuccessful to date.